Event description:
It was reported that during device preparation, the pacemaker (pm) exhibited radiofrequency (rf) telemetry anomaly. The device was not used. There was no patient involvement.

Manufacturer narrative:
Device was received with working inductive telemetry and no rf communication. Failure to interrogate through rf telemetry was confirmed. Analysis of the device image indicates loss of rf telemetry due to coarse tuning failure. Device code was re-loaded and rf telemetry was restored. Analysis performed, including thermal and mechanical stressing of the device, did not find any anomalies, was normal and battery voltage was still in the range of normal operation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.